Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: philippines. During the arterio-venous fistula (avf) operation, when the or nurse opened the suture, they noticed that the needle and thread are detached inside the packaging.

Manufacturer narrative:
Samples received: none, received a picture. Analysis and results: there is a previous complaint of this code batch received from the same customer but, but however, the reported complaint was for a different issue. The (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. A picture was received, from the customer, however the defect cannot be seen. The picture shows one thread end with the needle attached but the other thread end is not shown. The suture appears to have been used, as the thread surface is wavy/rolling. Without any closed sample complete analysis cannot be carried out in order to make a final decision. The batch manufacturing record was reviewed, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.